Manufacturer narrative:
It was reported that cdt2212 was applied to the transverse colon as a bridge to surgery, there was no leakage of the contrast medium after implantation. For stenosis, stent was implanted linearly in the transverse colon with a margin of 3 cm at both ends. 6 days later, as blood test showed elevated crp and albumin lowered, CT was performed. Perforation was suspected by CT and an emergency operation (transverse colectomy) was performed. The stent was removed at that time. The surgical findings confirmed a perforation of 6 mm at the anal side of the stent end. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. The suspected device was not returned so it is difficult to judge perforation caused by device malfunction. It is considered that perforation was occurred due to complexity of patient's lesion status and stent implantation. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2017: cdt2212 was applied to the transverse colon as a bridge to surgery. For stenosis, stent was implanted linearly in the transverse colon with a margin of 3 cm at both ends. There was no leakage of the contrast medium after implantation. On (B)(6) 2017. As blood test showed elevated crp and albumin lowered, CT was performed. Perforation was suspected by CT and an emergency operation (transverse colectomy) was performed. The stent was removed at that time. The surgical findings confirmed a perforation of 6 mm at the anal side of the stent end. No chemotherapy was performed before and after stent placement.